Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the premature clip deployment which has potential to cause or contribute to serious injury. It was reported that during a mitraclip implantation procedure, the first mitraclip was deployed without issue. A second clip delivery system (cds) was inserted and was ready to be deployed; however, when fluoroscopy was turned on, it was noted that the cds shaft had already detached from the mitraclip. The lock line and gripper line remained attached and were removed without incident. The cds was removed without issue. Mitral regurgitation (mr) was reduced from 4 to 3 with the two implanted clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported component break/separation and premature deployment could not be identified. It is possible that there was additional stress placed on the system as a result of procedural conditions resulting in a component break; however, based on the information provided and without the device to analyze, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.